Event description:
Ac adapter broke off inside curlin pump. Curlin pump continued to work properly on batteries. Pump was picked up from pt and exchanged with new pump. Pump returned to manufacturer with notification of problem.